Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2024. Leakage was at quick release. The set was in use for one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.